Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One tapered screw-vent implant (tsvwb8) and cover screw were returned for investigation. The reported event occurred at tissue level and there were no allegations against the cover screw. Therefore, the investigation addressed only on the implant. Visual evaluation of the as returned implant identified scratches about the collar but no apparent signs of malfunction. The implant could not be functionally tested for the reported failure (perforated sinus) as it is a medical event. Through dimensional analysis and comparison to drawings, the device was determined to be within design specifications when it left zimmer biomet. Pre-existing patient condition noted on the per was 'moderate bone density ¿ type ii'. The reported was being placed on tooth 17 (fdi) when the incident occurred. Device history record (DHR) review for the lot (1247179) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1247179) for similar events (complaint category keywords: medical: perforated sinus) and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were nonverifiable.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported sinus perforation during implant placement, although there was sufficient bone height. Patient would have to return to place a new implant.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. PMA/510(k) number k011028 and k013227.